Event description:
It was reported that the insulin pump alarmed no delivery and motor error. The blood glucose reading was 536 mg/dl. The customer stated he had high blood glucose levels because he was out of insulin for 4 hours; he treated with manual injections but did not do a set change. Customer felt okay to troubleshoot, but the call was dropped. Called back and left a message. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.